Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450; 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36: warnings: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warnings: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient¿s blood glucose reached between 199, 306, 270 to 295 mg/dl and that the cannula was bent. The pod was worn between 4 and 24 hours on the hip/buttocks. The patient was able to activate a new pod and give a bolus of insulin (exact amount was not provided) which lowered the patient's bg levels to 150 mg/dl.

Manufacturer narrative:
The returned device was evaluated and the inspection of the exposed portion of the soft cannula did not find it bent or kinked. The fluid path was inspected and no issues were noted that would result in high blood glucose levels.